Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a liberte/veriflex stent delivery system (sds). The balloon was tightly folded with the stent secure on the balloon. There were several stent stents bunched up on the proximal end of the stent. The mid-shaft was stretched, necked-down and separated 7mm from the guidewire exit notch. The separated ends indicate the separation was due to tensile overload. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.00mm x 28mm liberté¿ stent was selected for use to treat the lesion. However, during preparation, the shaft broke outside of the patient's body when the device was removed from the hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.